Event description:
It was reported that during a prostate procedure @ 216,070 joules of use and 33 minutes the "cap came off". Inside the patient. The procedure was completed using a second fiber. Patient outcome: " no injury". There was "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the glass cap is protruding from the metal cap and can rotate off center; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing and can be easily removed. Probable root cause: based on the device analysis, the product complaint of "tip came off inside the patient" could not be confirmed; it was observed that the metal cap was loose and could be easily removed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.